Event description:
It was reported that the iab was inserted by sheath without difficulty into right femoral artery. After insertion, the pump experienced helium loss alarms. Pump and helium tube were leak tested and passed. Iab was exchanged. There were no alarms or difficulties with the new iab. There were no pt complications.